Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014, inratio2 inr 2.5, laboratory inr 5.5. Therapeutic range: unk. The time between testing was less than four hours but the exact time was unk. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.